Event description:
It was reported that an overdischarge was confirmed. It was noted that a physician mode recharge (pmr) was performed but did not successfully reset the device. It was noted that the implantable neurostimulator (ins) had been in overdischarge for several years. The patient reportedly had pneumonia and turned the device off and never turned it back on. At the time of the reported the patient reportedly wanted the device turned back on. It was further noted that 5 pmrs were attempted and could not get a normal charge. The health care provider (hcp) reportedly stated that because the device was 7 years old that it just needs to be replaced. It was noted that the original ¿op note¿ stated lead placement. It was also noted that the patient would be referred for replacement. It was also reported that the patient had less than 50% therapy relief and was alive with no injury. It was also noted that the event occurred during normal use. It was later reported that when the patient had pneumonia stimulation was too strong in their stomach and ribs when they coughed. The patient reportedly found this aggravating so they turned stimulation off.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID neu_ptm_prog, product type programmer, patient. (B)(4).